Manufacturer narrative:
(B)(4). Date sent: 07/26/2021. D4: batch # 123a63. Additional information received: the blood transfusion was not required. Leakage occurred so that it was cleaned. The patient¿s condition is stable, and he/she was already discharged from the hospital. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage and with two reloads fully fired. Further analysis shows that latch pin was partially off center, even so, the latch tip was supported by the latch pin. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. No conclusion could be reached as to what caused the condition found on the latch pin. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the device performed without any difficulties. Cartridge b: tcr75, u5ch8h, fully fired. Cartridge c: tcr75, 105a47, fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an open pancreaticoduodenectomy, the staples on the pyloric ring side were unformed and bleeding occurred at the 1st firing. The amount of the bleeding was unknown. No blood transfusion was required. The device was used on the stomach. After that, the device was fired on the closer to the stomach, and the same issue occurred. When the sales rep checked the device, he felt the locking lever did not close firmly, and then it was found a conical part that is used when closing the lever was misaligned. Another device was used to complete the case. No further information is available.